Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and due to a correction required. Updated fields: d8, h2, h3, h6, h11. Corrected field: g4 - PMA/510(k) #. The device was not returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation and since the reported failure was not confirmed, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had image output flickering problem. The issue was found during maintenance of the device. There were no reports of patient involvement.

Manufacturer narrative:
E1 - last name- (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.